Manufacturer narrative:
The solitaire stent performed as intended as indicated by successful revascularization with tici 3 post mechanical thrombectomy procedure. It was reported that the patient experienced hemorrhagic transformation 2 hours post solitaire procedure. Repeat urgent computed tomography (CT) of the brain revealed acute right sided subdural hemorrhage (sah) predominantly centered in the right sylvian fissure, acute right frontal operculum intraparenchymal hematoma with vasogenic edema and mild mass effect, acute right subdural hemorrhage along the right cerebral convexity, no midline shift, background biconvexity subdural hygromas/chronic subarachnoid hemorrhage (sah). The subject had symptomatic intracranial hemorrhage at 24 ± 8 hours post study procedure, which led to serious deterioration in the health of the subject, that either resulted in medical or surgical intervention to prevent life-threatening illness or injury or permanent impairment to a body structure or a body function. The patient was treated with reversal of recombinant tissue plasminogen activator (rtpa), intravenous tranexamic acid 100mg every 8 hours, intravenous fresh frozen plasma (ffp) 12ml/kg approximately 800ml, intravenous compounded sterile preparations (csp) 1 unit. There is no allegation that the solitaire caused or contributed to the hemorrhagic transformation. Symptomatic intracerebral hemorrhage (sich) is a known complication of thrombolysis and or mechanical thrombectomy treatment of patients with acute ischemic stroke. In recent randomized clinical trials with primarily stent retr ievers including mr clean,escape, swift prime, extend-ia, and revascat, there were no significant differences in sich between treatment and control groups.if information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 2 hours post implantation of a neuro thrombectomy device, the patient appeared to be confused and disoriented. Repeat urgent computed tomography (CT) of the brain revealed acute right sided subdural hemorrhage (sah) predominantly centered in the right sylvian fissure, acute right frontal operculum intraparenchymal hematoma with vasogenic edema and mild mass effect, acute right subdural hemorrhage along the right cerebral convexity, no midline shift, background biconvexity subdural hygromas/chronic subarachnoid hemorrhage (sah). The subject had symptomatic intracranial hemorrhage at 24 ± 8 hours post study procedure, which led to serious deterioration in the health of the subject, that either resulted in medical or surgical intervention to prevent life-threatening illness or injury or permanent impairment to a body structure or a body function. The patient was treated with reversal of recombinant tissue plasminogen activator (rtpa), intravenous tranexamic acid 100mg every 8 hours, intravenous fresh frozen plasma (ffp) 12ml/kg approximately 800ml, intravenous compounded sterile preparations (csp) 1 unit. The patient was undergoing endovascular treatment for acute stroke and was enrolled in the prospr-sea study. The patient as (B)(6) male with pre-procedural mtici score of 0 and post-procedural mtici score of 3. At the time of the report the outcome of the event was ongoing. Symptomatic intracranial hemorrhage at 24 ± 8 hours post study procedure was possibly related to study device and study procedure.

Manufacturer narrative:
The device was not implanted in the patient and there was no device malfunction with the solitaire platinum. The solitaire platinum successfully revascularized the vessel and there was no indication that the adverse events were related to the study device, but possibly related to the study procedure. The customer will not return the device because they did not see any malfunction with the device. If information is provided in the future, a supplemental report will be issued.